Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received twelve appropriate treatments, six of which converted the arrhythmias to a slower rhythm and six which did not convert the arrhythmias. The patient also received an inappropriate treatment. The device was started up at 19:39:07 on (B)(6) 2022. At 08:10:13 on (B)(6) 2022, an arrhythmia was detected. ECG shows vt @ 280 bpm. At 08:10:49, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 260 bpm with motion artifact. The post shock rhythm was vt @ 240 bpm with motion artifact. At 08:11:20, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 240 bpm. The post shock rhythm was vt @ 230 bpm. At 08:11:54, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 250 bpm. The post shock rhythm was sinus bradycardia/sinus rhythm from 30-60 bpm with pvc¿s. At 08:13:02, an arrhythmia was detected. ECG shows svt @ 180 bpm with nsvt. At 08:14:43, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vt @ 260 bpm. The post shock rhythm was sinus bradycardia @ 50 bpm with pvc¿s. The rhythm then transitions to svt from 190-170 bpm with nsvt. At 08:21:19, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf. The post shock rhythm was sinus rhythm/svt from 60-190 bpm with nsvt. At 08:23:09, an arrhythmia was detected. ECG shows vt @ 290 bpm. At 08:24:01, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vt @ 290 bpm. The post shock rhythm was vt from 150-190 bpm with motion artifact. At 08:24:28, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vt @ 200 bpm. The post shock rhythm was sinus bradycardia @ 50 bpm with motion artifact and pvc¿s. At 08:26:59, an arrhythmia was detected. ECG shows svt @ 180 bpm degrading to vt @ 180 bpm. At 08:28:08, the patient received the eighth appropriate treatment. The rhythm at the time of treatment was vt @ 180 bpm. The post shock rhythm was svt @ 150 bpm with nsvt. At 08:28:30, the patient received the ninth appropriate treatment. The rhythm at the time of treatment was vt @ 260 bpm. The post shock rhythm was svt @ 180 bpm with nsvt. At 08:32:38, the patient received the tenth appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. The post shock rhythm was sinus rhythm @ 80 bpm. At 08:33:55, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 08:34:27, the patient received the eleventh appropriate treatment. The rhythm at the time of treatment was vt @ 200 bpm. The post shock rhythm was vt @ 290 bpm. At 08:34:48, the patient received the twelfth appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. The post shock rhythm was sinus rhythm @ 90 bpm with pvc¿s. At 08:36:36, an arrhythmia was detected. ECG shows svt @ 160 bpm with nsvt. At 08:37:08, the patient received the inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was vt @ 220 bpm. The electrode belt was disconnected at 10:49:34 on (B)(6) 2022.